Manufacturer narrative:
Other applicable components are: product ID: 8781, lot# n585548005, implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon intrathecal (unknown concentration at 265 mcg/day) via an implantable pump for quadriplegia of spastic paralysis. It was reported the pump triggered an alarm and the patient "received a refill of bridge bolus" on (B)(6) 2017. It was also reported the pump alarm occurred on (B)(6) 2017; clarification would be requested. It was stated the patient was being hospitalized, but also reported there was no issue with the patient's condition; it is interpreted the patient was hospitalized before the alarm occurred. It was reported that "since the drug in the pump should have remained still, the alarm seemed to be wrong." The hcp claimed the pump must have malfunctioned, and said he would call a vendor to address the issue. The event was considered not serious. The event was not related to the drug/catheter. It was unknown if the event was related to the pump/programmer/surgical procedure. The event was considered unrecovered. There were no reported symptoms. No complications were reported. On 2017-dec-06, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) and (B)(6). It clarified that the alarm occurred on (B)(6) 2017, and the date of (B)(6) 2017 that was provided was the date of refill. Pump logs were requested and could not be provided. The cause of the alarm was not determined. The actions taken to resolve the pump alarm were "a wait and see approach has been taken". It remained unknown if the event resolved.